Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose. Customer¿s blood glucose value was 40 mg/dl and 226 mg/dl. Customer declined to troubleshoot for high and low blood glucose values. Customer also reported no delivery alarm on the insulin pump which was resolved by changing complete set insulin pump will not be returned for analysis.